Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and cardiac perforation. It was confirmed by chest x-ray that the right ventricular (rv) lead perforated the right ventricle. Possible non capture was noted on the rv lead. It was further reported that an atrial lead position check failure was noted on the right atrial (ra) lead. All therapies were disabled. The rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.